Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01 l80 and 04p53. (B)(4).

Event description:
The customer reports alleged (B)(6) architect hbsag qual ii assay results generated on an architect i2000sr analyzer. The customer reports that on (B)(6) 2016 a patient identified as (B)(6) generated architect hbsag qual ii assay reactive results of (B)(6). No retesting in duplicate per the assay package insert was performed. The sample was tested again on (B)(6) 2016 and generated (B)(6). No retesting in duplicate per the assay package insert was performed. On (B)(6) 2016 a second sample was taken and identified as (B)(6) and tested with architect hbsag qual ii reagent lot 61155fn00 and a (B)(6) result was generated of (B)(6). The (B)(6) result was (B)(6). The sample was then sent to another lab and tested on the prism platform and generated a reactive result of (B)(6). No retesting in duplicate per the assay package insert was performed. Markers for (B)(6) were all nonreactive. Furthermore, no confirmatory neutralization testing was performed on any sample on any platform. A field service engineer was sent to the site and found no issues with the analyzer. No suspect results had been reported from the lab with no patient impact.

Manufacturer narrative:
Clinical sensitivity testing was performed using an in-house retained kit of architect (B)(4) qualitative ii reagent lot 61155fn00 (no returns were made available from the customer site. All specifications were met, indicating acceptable performance of this reagent lot. A review of the manufacturing documentation for this lot did not identify any issues associated with the customer's observations. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(4) qualitative ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.